Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that patient's weight at the time of event was unknown. The replacement has not been scheduled yet. The issue remains unresolved. Ins remains implanted.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports patient had a cardioversion done about 2-3 weeks ago; patient do not recall the specific date. Caller reports patient had turned the ins off as they spoke to a mdt rep stimulation on was creating artifact on EKG, once ins off the EKG artifact went away. Caller reports immediately after the cardioversion, patient attempted to turn stimulation back on, unable to turn stimulation on since post cardioversion. Caller reports patient has been attempting to charge their stimulation every other day since the cardioversion. Caller reports patient charged the stimulation to full, then it depletes to dead. Caller reports last night patient charged to 100%, this morning its completely dead. Caller reports patient did not try to turn stimulation on last night. Caller reports this morning, ins battery is in the red battery. Unable to interrogate patient's device. Attempted to disable neurostimulator, unsuccessful. Suggest caller charge ins and attempt disable neurostimulator email caller with case number. Mdt rep called back in with the patient present. The ins was charged to 40% and rep reports when trying to connect the cp app to the ins, they get a message stating "por ID: 0x100x80000000". Rep stated they hit continue and then get a system error with code 0x38c98a4. If they select cont inue, the system cycles through these screens and the app will not connect. On the handset, the rep is able to connect to the ins (now at 30%), however gets an error stating stimulation settings are too high and to set amplitude at 0. When doing so, they were able to turn therapy on, but when amplitude is increased by one, therapy shuts off and a service code 323 appears. Tss advised rep to have the patient meet with their hcp. Tss reviewed that this case and it's information has been passed along to the scs principal. Agent called mdt rep back and suggested caller to call hcit to obtain log files when they were at home. Tss left message for rep regarding this case and getting log files from rep, as well as discussing warranty as the ins will likely need to be replaced. Reset of the ins using cp app hasn't been tried yet so this will also be reviewed with rep. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that the implant will no longer hold the device. Caller stated they will recharge the implant and the implant will rapidly deplete. Caller stated the implant will not work. Agent redirected the caller to the managing hcps office.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a72400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the name of the clinic, energy used in cardioversion, location of paddles on the body, brand/model of cardioversion/defibrillation, and if the patient has had previous cardioversion/defibrillation in the past were all unknown. The location of the implantable neurostimulator (ins) is at the buttocks. Stimulation was off during defibrillation. The stimulation was turned off with the help of a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the ins battery depleted immediately after and nothing could be done. Rep reported the issue has not been resolved and a battery replacement will be required. The information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID a72400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.